Event description:
The customer reports back to back results of 375 mg/dl on her meter compared to 165 on her nurse's meter. No report of an adverse event. Control values were not provided. Return requested and replacement was sent.